Event description:
A report was received that patient's lead extensions were surfacing under the skin. The physician removed the leads and left the ipg and lead extensions implanted. No infection was suspected and the patient is doing well.

Event description:
A report was received that patient's lead extensions were surfacing under the skin. The physician removed the leads and left the ipg and lead extensions implanted. No infection was suspected and the patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2352-70 serial#:(B)(4) description:linear 3-4 lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that patient's lead extensions were surfacing under the skin. The physician removed the leads and left the ipg and lead extensions implanted. No infection was suspected and the patient is doing well.

Manufacturer narrative:
Additional information was received that the physician suspected an infection and opened the patient and found no signs of infection. The patient had a necrotic tissue around the midline incision site. The physician removed the necrotic tissue and no treatment was provided. The physician does not believe the necrotic tissue was device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the leads were surfacing not the lead extensions.